Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was suitable for an angio-seal deployment. A 4 french sheath was used and a ultrasound scan was used for puncture. Everything about the deployment seemed normal including both clicks to engage and align the anchor. Once the device was pulled back, the whole device including the anchor came out of the patient. The nurse, who deployed the angio-seal, cut open the inner white sheath to ensure the anchor and the collage was present, both were present. There was no harm to the patient and hemostasis was obtained by manual compression. Additional information was received on 4/24/2018: this issue was discovered during an angioplasty procedure. There was no difficulty with arterial access. The patient did not experience blood loss due to this event.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.